Event description:
Procedure: robotic lobectomy. According to the reporter: the surgeon stapled the main lobar bronchi without consequence but when he went to staple a segmental branch of the right upper lobar bronchi, the staple line eviscerated post staple line examination. Since the lobar bronchi pedicle was so small, there was not enough tissue left to re staple. Therefore , the surgeon then perform a robotic bronchoplasty using 2/0 vicryl to suture the entire lobar bronchi stem to prevent air leak to main stem bronchus. This process took 90 minutes to perform according to the surgeon. The patient is doing fine since the procedure.

Manufacturer narrative:
(B)(4).